Event description:
This report is for patient 1 of 2. Healthcare professional reports: protime system inr 4.8, acl1000 system inr 3.4. Patient therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer method - no product returned from user facility. Results - customer complaint could not be confirmed.